Manufacturer narrative:
Concomitant medical products: d314trg crt-d, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced mitral valve endocarditis. Cultures revealed the organism to be (B)(6). The source of infection is not known. The cardiac resynchronization therapy defibrillator (crt-d) was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.